Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The valve was successfully implanted. On (B)(6) 2025, the patient had a fluctuating delirium and being assessed for cerebrovascular accident (cva). The patient was reported discharged from the hospital and brain computed tomography (CT) showed no abnormalities and negative on suspected cva.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
There was no reported device malfunction associated with the navitor valve. An event for patient effects of cerebral injury was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported event could not be conclusively determined. The reported hospitalization was under case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.